Event description:
It was reported by service report that the bed exit alarm failed. The scale was not calibrated correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval codes: results - bed out of calibration.